Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The iabp was able to pass all the leak tests. As a preventative measure, the fse replaced the quick disconnect o-ring and performed a full calibration, functional and safety checks as per the factory calibration procedures. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
The customer reported that possible the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.